Event description:
Paramedics were treating a pt (age and gender unknown) with cardiac arrest. The medics powered up the defibrillator, using battery power, and attempted to shock the pt 3 times. The first shock at 200 joules was delivered. The device lost power in attempting to deliver the second shock at 300 joules. The defibrillator displayed a "low battery message." The medics alleged that they tried 3 batteries before successfully completing shocks to the pt. The pt outcome is unknown.